Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to confirm errors c-38 and c-00. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on a surgeon side console and run in normal mode. The c-34/c-38 errors were confirmed at startup and m-11/c-34 errors on the mono coag activation. The high frequency voltage was too small.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the nurse reported to the intuitive surgical, inc. (Isi) technical support engineer (tse) that error c-38 occurred on the integrated electrosurgical unit (iesu). The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The customer used a third-party machine to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The complaint was confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) quality engineer. Investigation revealed the following possible related system errors: c-38 - high frequency (hf) current measurement value too low in on state and c-34 - hf voltage too low in on state. The probable root cause of this issue is attributed to the erbe with measurement value for hf voltage too small.